Event description:
It was reported by repair work order that the brakes could not fully hold due to malfunctioned drive link assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.